Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections noted no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observation.

Event description:
Boston scientific received information that this electrode was received at boston scientific's return products department.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services. The local representative was unsure why the device and electrode were explanted. The reason was thought to be psychological issues accepting the device. The patient is a recovered alcoholic and may not need the therapy as much now. The local representative mentioned that the physician experienced moderate difficulty removing the electrode.